Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an abdominal stent graft procedure, a 5 cm portion of the catheter tip detached within the patient yet remained on the guidewire. A vascular snare device was inserted from contralateral side and the foreign body was successfully captured and retrieved with no additional consequences to report.

Manufacturer narrative:
The suspect device has been returned for evaluation. The product was examined visually. The complaint is confirmed. No definitive root cause could be determined however, it is likely that significant force was applied to the device during use. A search of the complaint database found no similar complaint for this lot number from the same customer. The device history record was reviewed, and no exception documents were found.